Manufacturer narrative:
(B)(4). Approximate age of device - 1 year and 2 months. (Calculated from the date of manufacture). The mobile power unit is not a single use device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that during analysis of the system controller log file, review suggested that a no external power event was associated with power being removed from the mobile power unit. The lvad clinician asked the patient if the patient could recall how the mobile power unit became disconnected from power; however, the patient could not remember. No further information was provided.